Manufacturer narrative:
(B)(4). A biomed evaluated the device and confirmed the problem. The battery pca was found to be at fault. The battery pca was replaced to resolve the problem.

Event description:
The customer reported that the device would not power up. There was no reported pt involvement.